Event description:
Boston scientific received information that the patient with this right ventricular lead experienced a pleural effusion. No intervention was performed. This lead remains implanted and in service. No further patient symptoms were reported.

Manufacturer narrative:
As no further information is expected, our investigation is complete. Should additional information become available, this event will be updated.